Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to close the puncture point. It was suspected there was no plug. There was no reported patient injury. The exoseal vcd was used in an interventional procedure employing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no nearby stent, and no stenosis greater than 50%. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the target femoral site had not been closed with a closure device or manual compression within the past 30 days. Hemostasis was achieved using manual compression. The deployment button was fully depressed and flushed against the handle during the procedure. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) failed to close the puncture point. It was suspected there was no plug. There was no reported patient injury. The exoseal vcd was used in an interventional procedure employing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be at least 5 mm. The puncture site showed no visible calcium or plaque, no access vessel tortuosity, no nearby stent, and no stenosis greater than 50%. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, and the target femoral site had not been closed with a closure device or manual compression within the past 30 days. Hemostasis was achieved using manual compression. The deployment button was fully depressed and flushed against the handle during the procedure. A non-sterile unit of product ¿vascular closure device 7f¿ was received for evaluation. Per visual analysis, the following conditions were found: the deployment lever was fully depressed; indicator window was received in black/white/red color; plug was fully deployed, and it was not included in the shipment; cowling/guard was received locked; bleed back port was at the deployed position; and indicator wire was retracted. Furthermore, an unknown procedural sheath was locked onto the device. Blood was noted in the procedure sheath, and no damages were noted on it. The functional analysis was not performed on the returned device since it was received fully deployed. The reported event of ¿plug-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the plug at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Additionally, as the device was received fully deployed, it is not possible to determine if the plug was missing from the device as suspected by the complainant. As stated in the IFU, which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.